Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate tortuosity, mild calcification and 80% stenosis. The 3.0 x 12 mm voyager nc balloon was advanced, however the hypotube separated during the crossing attempt before it reached the lesion. So it was exchanged for another 3.0 x 12 mm voyager nc balloon and the procedure was finished successfully. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.